Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment (no patient involvement). The root cause was determined to be the aging of the device itself. In consequence, mixer valves were replaced. There was no patient or user harm.

Event description:
The patient was to undergo endotracheal intubation, and the ventilator was turned on normally, after adjusting the parameters and offering a mask to the patient, the ventilator failed to supply air. The patient had weak spontaneous respiration.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the (B)(6).  Reported by user outside the us. Report reference 127420910202011180. The report says: "the patient was to undergo endotracheal intubation, and the ventilator was turned on normally, after adjusting the parameters and offering a mask to the patient, the ventilator failed to supply air. The patient had weak spontaneous respiration. Immediately give breathing airbags to assist breathing, the ventilator can deliver gas normally after replacing the ventilator. Connect the ventilator with the tracheal intubation to assist breathing. The reason is ventilator aging failure. Stop using the ventilator immediately and using the backup ventilator; notify the manufacturer and supplier to send an engineer for repair. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient if it were to reoccur.

Event description:
The patient was to undergo endotracheal intubation, and the ventilator was turned on normally, after adjusting the parameters and offering a mask to the patient, the ventilator failed to supply air. The patient had weak spontaneous respiration